Event description:
It was reported that the customer experienced a blood glucose (bg) level of 450 mg/dl and trace ketones. Cause of bg level was not known. Customer administered a manual injection to address the issue. Customer was admitted to the hospital and treated with intravenous fluids of saline and insulin, and underwent "medical testing to determine if there was an underlying issue"; nature of tests and results were not provided. Customer was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.